Event description:
It was reported that the lead was not able to be implanted due to "uncooperative anatomy" and because they were "unable to canulate the cs successfully". There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.